Manufacturer narrative:
The device was returned and the evaluation found the following: all lights of front panel always on due to faulty front board; no image from the digital visual interface signal (dvi) video output connector due to faulty printed circuit board; and dust accumulated inside the unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the bronchovideoscope processor front panel is continuously turning on, the lights does not turn off. The issue occurred during a routine inspection event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue of all light-emitting diodes on the front panel always being on, and no image from the digital visual interface output, occurred due to a faulty printed circuit board. Olympus will continue to monitor the field performance of this device.